Event description:
It was reported the pt was not able to adjust the stimulation. The status lights were assessed. The pt was getting three green lights on the left hand side, but was not able to increase or decrease the stimulation. The pt has two pt programmers and received the same outcome with both programmers. The switch position was assessed; the upper or lower limit was reached. The pt was directed to contact the physician. The pt experienced sharp pain. The impedances were abnormal. The impedances values were not provided. The health care professional stated the # 4 electrode was the problem. The health care professional programmed around the electrode using electrodes 5 and 7; previously electrodes 4 and 7 were programmed. Since reprogramming, the pt is doing fine. The pt is not due for f/u again until sometime in 2009, unless problems arise.